Event description:
It was reported that treatment was attempted on a severe basilar stenosis. After the second pre-dilatation with a gateway 3.0 x 15mm balloon, the angiogram revealed contrast extravasation from the basilar artery. A stent was successfully implanted at the site; however, an inflation was performed with another company's balloon at the site to tamponade the artery. Subsequent angioram confirmed no evidence of further contrast extravasation or thromboembolic complications, and the patient was hemodynamically stable upon arrival to the ICU. Six days later, the patient died after suffering a brain stem stroke some time during the hospital stay following the procedure. The irb report submitted for the event indicated the death was caused by the patient's underlying disease.

Manufacturer narrative:
The reported device will not be returned for evaluation, because it was discarded at the user facility. A review of the device history record (DHR) was unable to be performed because the product and lot number of the device is unknown.